Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that his one touch ultra mini meter displayed the error 1 message. The medical surveillance specialist (mss) classified the complaint based on the customer service rep (csr) documentation. The pt provided the following info: he manages his diabetes with pills, diet, and/or exercise. The product issue started on approx (B) (6) 2009 between 6:30 and 7:30 am. The pt became sweaty the following day. He denied taking treatment. This complaint is reported because the pt alleges that the lfs meter displayed the error 1 message and the next day he became sweaty. The pt's product was replaced.